Event description:
Customer reported a filament regulator error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib and reloaded software. System operates as intended. (B) (4).